Manufacturer narrative:
The pump passed the self test and displacement test. The pump was monitored for 24 hours and no alarm was noted. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received failed test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were using the sensor feature. The insulin pump will be replaced and will be returned for analysis.